Event description:
It was reported that the customer administered multiple boluses resulting in the customer's blood glucose decreasing to 66 mg/dl. Reportedly the customer went to the emergency room. The customer was treated with glucagon nasal spray baqsimi. Treatment resolved the issue and there was no permanent damage. Customer was released later that day, (B)(6) 2026. Reportedly, the customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.